Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten months, three days following the implant of this transcatheter bioprosthetic valve, the patient presented with chest pain, poor hemodynamics, and signs of inflammation. Increased laboratory parameters confirmed an "inflammatory process" in the area of the implanted valve. The valve was surgically explanted and replaced with a non-medtronic surgical valve. Following explant, pannus was noted on the explanted bioprosthetic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, two longitudinal segments of the valve were returned in an explant kit, su bmerged in clear 0.2% glutaraldehyde solution. Due to its receipt condition, coaptation could not be assessed. All leaflets appeared slightly stiff but flexible except where host tissue extended. Two remnant leaflets were observed on the returned segments. Existing leaflet appeared deteriorated, may be associated with adjacent host tissue growth. Due to its receipt condition, commissures could not be assessed. Glistening off-white pannus observed on the luminal surface of the skirt of both remnant pieces extending up to the inflow aspects of the leaflets. Tan host tissue observed on the inferior coaptive area of the existing leaflet. White and tan colored pannus remain attached to the abluminal surface of the valve. Unknown amount of pannus may have been removed during explant. Radiography revealed calcification on the returned segments. Conclusion: the two segments of valve were received and a visual examination was performed. Both of the returned segments of valve had a small area of the a leaflet that appeared slightly stiff, however, still flexible. Where the host tissue appeared to extend onto the leaflet cusp, the leaflet was not as flexible. Due to the receipt condition of the valve, a coaptation test was unable to be performed. Without an angiogram record for review we are unable to comment on the valves coaptation or functionality while implanted. In addition, the leaflet commisures were unable to be examined as the entire valve was not returned for analysis, only two partial segments. Both of the returned segments of the evolutr valve, were observed to have off- white pannus on the luminal surface of the valve skirt area, which extends up to the inflow aspects of the leaflets. In addition, radiography revealed calcification/ mineralization on both returned segments of valve. Although a conclusive cause of the calcifications and pannus could not be determined, these are known failure modes for bioprosthetic heart valves, and are most likely a patient related condition. There are a number of reasons for pannus formation such as chronic inflammatory reaction and endocarditis. Examination of the returned segments show no visible evidence of endocarditis or infection on the valve. However, the event description did report that the patient showed signs of inflammation and an inflammatory response. In summary, the most likely cause for the reported poor hemodynamics, and chest pain most likely were due to the pannus formation on the valve, however, the exact cause for the pannus is unknown there are multiple patient related factors that lead to pannus formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.